Manufacturer narrative:
H10: the device was received for evaluation wet, no pouch, and with a mini cap on the dark blue connector.. Visual inspection by naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. The sample was leak tested along with clear passage testing and twist clamp function testing, and the device was found to be within product specification. The integrity testing which tests the integrity of the seal surface from the patient catheter adapter to a titanium adapter was performed with no issues and with acceptable testing results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter's address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set fell off the titanium adapter. It was further reported, "nurse believed the transfer set was being bent by the pediatric patient". There was no patient injury or medical intervention associated with this event. No additional information is available.